Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that review of this pacemaker found that signal artifact monitor was sensing atrial fibrillation (af) that triggered the sensing vector to switch to the ventricle, then ultimately disabling the minute ventilation sensor. There were also allegations of high atrial rate sensing due to atrial fibrillation causing an increase in power consumption that had dropped the longevity of this pacemaker implanted in 2017 to only 3.5 years remaining. The device was reprogrammed to provide therapy in the ventricle only (atrial lead off) and programmed mv back on. This device remains in-service. No adverse patient effects were reported.